Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the yellow level sensor to lab use only (luo) testing equipment. The level sensor passed all verification/release testing and was monitored for an additional two hours with no observation of the reported complaint. It was determined that the yellow level sensor met specification. Per data log review: on (B)(6) 2022 the level module was reporting many alert probe status changes. The status was changing from coupled to uncoupled, and back to coupled. If level detection was turned on this will cause a 'level not attached' alert. This happened so much that the log quickly filled up and no longer covered all of (B)(6) 2022. The log only went back to 04:47 pm. The system was left powered on, so the system log was also flushed and did not contain any events from (B)(6) 2022. The log confirms a coupling issue with the level alert probe. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) could not verify the reported complaint. The fsr tested the level module and sensors, alarms and alerts where induced. The logs verified decoupling and coupling. The yellow level sensor was replaced. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the yellow level sensor would come on for a short period of time then go off. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.